Manufacturer narrative:
The authorized service provider (asp) evaluated the device, and issue was not duplicated during an inspection. The user interface board was replaced as a preventative recurrence. The software version was checked. (2.10). The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while the device was kept in the me room, it was observed that the device started up twice without being touched. The sales rep arrived at the hospital and replaced the unit with another v60. While the rep was moving the unit on a cart, it started up on its own as reported. As the air outlet port was in open status, the following alarms occurred when it started up: patient disconnect, low inspiratory pressure, oxygen not available, low o2 supply pressure, low minute ventilation, and low tidal volume. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.